Event description:
It was reported that the patient needed her manufacturer representative¿s help with her implant. The patient had a loss of therapeutic effect and noted that the first ¿two to three weeks¿ after implant, the device worked great. The patient stated that in (B)(6) she got a urinary tract infection (uti) caused by e-coli. The patient was treated with antibiotics, but her symptoms returned. The patient wore thicker pads, leaked during the day and at night, and did not know if she had to go to the bathroom. The patient also had bowel incontinence starting ¿two to three weeks¿ after implant. The patient mentioned that her initial setting was 1.2 and she had increased to 1.4. The patient felt stimulation in her right foot and when she bent her right knee. The patient stated that she had had ¿years of bad incontinence.¿ the patient¿s trial was reported to be successful. The patient spoke with the nurse at her clinic and was told to try the representative. Nine days later, it was reported that the patient was unable to adjust stimulation. The patient and reporter indicated that they tried to change to a different program the day prior to the report and got error codes. They were not able to say which error codes they got. During the report, the patient got communication errors because, the stimulation was off when trying to increase stimulation and she got upper limit errors. The patient was on program 1 at 1.8 and stated that her right foot ¿drew up normally¿ at 1.5 or 1.6, but at the time of the report felt nothing at 1.8. The patient did feel it ¿a little¿ in her right foot when she sat down. The patient switched to program 2 and then 3, where she felt stimulation at 0.7 in her ¿butt on the right hand side.¿ when the patient increased to 0.9 she could feel stimulation in the ¿bottom.¿ the patient stated that it was a ¿mess and she reverted back to a pre-implant state.¿ the patient was leaking and wearing pads ¿24/7.¿ eight days later, it was reported that the patient felt more stimulation at 0.8 than at 1.0. It was determined that patient was turning stimulation on at 0.8 and as she increased she would feel stimulation stronger, but once she turned off the programmer the sensation went away. The patient thought she was doing something wrong, but it was confirmed that she was not turning it off. The patient stated that she did not leak ¿last night, but this morning when she felt the need to go she lost control. There was not enough time to get to the bathroom.¿ the patient was to see her healthcare provider (hcp) on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# va0aabs, implanted: 2013 (B)(6); product type lead. (B)(4).